Event description:
A surgeon reports that several days following intraocular lens (iol) implant surgery, the patient noted that their eye was dilated. When the patient's eye was examined by the surgeon, they noted the lens had dislocated into the anterior chamber. The patient was taken to the or for repositioning of the intraocular lens. Additional information has been requested.